Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the use of the foley catheter was discontinued because sterile water did not come out of the balloon cuff during pre-testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the use of the foley catheter was discontinued because sterile water did not come out of the balloon cuff during pre-testing.

Event description:
It was reported that the use of the foley catheter was discontinued because sterile water did not come out of the balloon cuff during pre-testing.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. No failures were found within the supplier investigations. A DHR review is not required for this failure. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. It was confirmed related to a supplier, therefore labeling review is not required for this reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the use of the foley catheter was discontinued because sterile water did not come out of the balloon cuff during pre-testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.